Event description:
It is reported that the wrong drill bit was packaged. The packages were to contain 47-4307-031-00 but contained 47-4301-031-00.

Manufacturer narrative:
Two parts from this same lot were involved. H.3.: eval summary: affected lot 62071190 has been recalled and is part of correction and removal report 1822565-05/25/2012-004-r. Eval: one 47430103100 b/f glenoid drill was returned for review with packaging for a 47430703100 tm glenoid drill lot 62071190.